Event description:
It was reported the cassette caused the device to alarm air in line, air noted to be in the entirety of the tubing. The event occurred while connected to a patient. Continuous infusion rate: 5ml/hour. Length of infusion: 48 hrs. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted, for the two suspected lot numbers, which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D4: lot number (potential lot numbers are 4390611, 4381268), and expiration date are unknown; h4 unknown.